Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 20 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the indeflator was filling up with blood. The balloon was thought to have ruptured even without inflating it. Upon removal, the device was inflated and a balloon shaft leak was noticed. The procedure was completed with another promus elite drug-eluting stent. There were no patient complications reported. It was further reported that the device was unable to advance to the target lesion and inflation was not attempted. Balloon angioplasty was performed on the ostial obtuse marginal artery. The physician's plan initially was to re-cath if ongoing symptoms persist; however, the patient was clinically well since the procedure was performed.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 20 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the indeflator was filling up with blood. The balloon was thought to have ruptured even without inflating it. Upon removal, the device was inflated and a balloon shaft leak was noticed. The procedure was completed with another promus elite drug-eluting stent. There were no patient complications reported.